Manufacturer narrative:
Lead model 3487a-33 lot# j0454723v implanted: (B)(6) 2004 explanted: na, extension model 748925 serial# (B)(4) implanted: (B)(6) 2004 explanted: na, programmer model 7435 serial# (B)(4).

Event description:
It was reported that the patient's battery depleted. The patient stated that the battery was supposed to last for five years, however she was informed that the implantable neurostimulator (ins) was programmed "too high" and the battery depleted due to that programming. The patient was scheduled to have her ins replaced on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.